Event description:
It was reported to medtronic neurosurgery that there was a hole in the top of the valve.

Manufacturer narrative:
The valve was patent. It did not meet specifications for siphon or reflux testing. The device also did not meet requirements for leak testing as there was a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The valve met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No injury to the patient was reported.